Manufacturer narrative:
Manufacturer's investigation conclusion: the controller investigation was accidently opened due to the report of ¿the clamshell was placed too far up (distal) on the controller connector¿; however, the reported event was regarding the driveline clamshell and not the system controller. The system controller serial number (B)(6), remained in use and it was not returned for evaluation. The incorrectly installed clamshell is addressed under manufacturer report number 2916596-2019-05561. The heartmate ii lvas patient handbook, rev. C, and the heartmate ii lvas IFU, rev. C, caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Driveline care instructions are included in the heartmate ii lvas patient handbook. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the manufacture date, age of device and device identifier (UDI) are unknown. Approximate age of device: 6 years, 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported the patient recently had a clamshell repair. The account reported the clamshell material was newer was compatible with the patient pc controller. The vad coordinator was unable to engage the patient's driveline. The patient reportable passed out during the event. There were no adverse event report with the difficulty engaging the driveline. The patient was placed back on the epc controller for use. No further information was reported.